Event description:
It was reported that the patient was admitted from the clinic on (B)(6) 2022 due to purulent drainage and abdominal pain. The patient underwent a driveline debridement on (B)(6) 2022. The wound cultures came back positive for corynebacterium. Patient was discharged home on (B)(6) 2022 on IV vancomycin 1g q 12hrs. Antibiotic stop date was set to be (B)(6) 2022. No other patient issues or concerns were noted during admission. The pump reportedly functioned appropriately.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.